Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the treatment of atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that no issues during sheath preparation. Sheath was inserted, aspirated, and flushed with no issues. Farawave was inserted, and aspiration was performed; air was observed during aspiration. Farawave was removed, and the sheath was aspirated again with no air observed. Farawave was reinserted, and air was again observed during aspiration. The sheath was then exchanged with another faradrive sheath and the procedure was completed successfully. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the treatment of atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that no issues during sheath preparation. Sheath was inserted, aspirated, and flushed with no issues. Farawave was inserted, and aspiration was performed; air was observed during aspiration. Farawave was removed, and the sheath was aspirated again with no air observed. Farawave was reinserted, and air was again observed during aspiration. The sheath was then exchanged with another faradrive sheath and the procedure was completed successfully. No patient complications occurred. The product is expected to return for analysis. It was further reported that the sheath was not hooked up to flush because there was air on aspiration.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath identified a tear in the external valve that compromised the valve's ability to maintain a seal for pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that during the treatment of atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that no issues during sheath preparation. Sheath was inserted, aspirated, and flushed with no issues. Farawave was inserted, and aspiration was performed; air was observed during aspiration. Farawave was removed, and the sheath was aspirated again with no air observed. Farawave was reinserted, and air was again observed during aspiration. The sheath was then exchanged with another faradrive sheath and the procedure was completed successfully. No patient complications occurred. The product is expected to return for analysis. It was further reported that the sheath was not hooked up to flush because there was air on aspiration.